Manufacturer narrative:
Concomitant products: product ID: neu_unknown_prog, product type: programmer, physician.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving an baclofen via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. In (B)(6) 2016, an alarm due to end of service (eos) was occurring, it appeared that the eos was missed since the patients refills were every 8m. The patient was not symptomatic. The hcp wanted to hurry to get off phone as patient would need pump replaced on an emergent basis. It was reviewed that the pump was 7 years old and this would be normal longevity along with elective replacement indicator (eri) notes every time the pump is interrogated the patient later called on the day after this report date and indicated that the hcp wanted to send him to the university on an emergency basis to get the pump replaced. Reportedly his boss overrode him and the patient was to be given oral medication because patient had been without baclofen for long and was not experiencing withdrawal. The patient stated that there were failures prior to this, reportedly when the hcp read the pump, he got a lot of codes, it showed all kinds of errors. The patient did not have withdrawal or spasticity symptoms, however in the last couple of days, his ability to walk was affected, the patient could also not function too well and pain level had increased. The 20ml 4/day oral baclofen he was given was not helping with the symptoms. The patient was calling to discuss whether he should have the pump replaced or not. The drug dose, brand, lot, concentration was 480ml. It was reviewed that whether to or not to replace the pump was a medical decision to be discussed with the hcp.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_prog, product type: programmer, physician. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2016-09-19. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-weak;difficulty walking. It was stated patient was taking lioresal (baclofen) 2000mcg/ml for a total dose of 100 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. Patient stated pump was replaced on (B)(6) 2016 and it was his third pump and all have been replaced due to longevity. Patient reported neither him or his wife could hear the pump, and when he thought he heard it he did not know for sure. Patient stated in (B)(6) 2016 estimated eri said 1 month and patient brought it to healthcare providers attention, then went into eri and then into eos in (B)(6) 2016. An MRI was done on (B)(6) 2016 and it was found the catheter was broken. Patient was taking oral baclofen before pump replacement, but was not taking oral baclofen now. Patient got his hearing aid in (B)(6) 2016 just before the pump surgery replacement to assist with patient with pre-existing issue of not being able to hear well. Patient stated the purpose of the call was to under stand longevity, eri, eos alarms, codes, et cetera (etc). No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.